Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that on 12/27/2013 she changed the infusion set and found that insulin was not delivering. The customer changed the infusion set again and had to treat with insulin pen; then removed the site and the cannula was bent. The customer stated that blood glucose on (B)(6) 2013 was 23 to 24 mmol/l and current value was 15.3 mmol/l. She had taken out the battery due to the insulin pump not working and received a battery out limit alarm when reinserting it. The alarm history showed an auto off and a battery out limit alarm on (B)(6), a battery out limit, a low battery and 4 no delivery alarms on (B)(6) and a low reservoir on (B)(6). The insulin pump passed the high pressure test and it was confirmed all settings were entered correctly. It was advised to change the entire set, reservoir and insulin. The device will not be returned for analysis.